Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements as high as 4000 ohms during implant. There were no issues at first, but after changing rv lead placement position three times, the impedance increased and did not improve. Subsequently, a new rv lead of the same kind was implanted, and the procedure was completed successfully without issues. No adverse patient effects were reported. This lead was received for investigation.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements as high as 4000 ohms during implant. There were no issues at first, but after changing rv lead placement position three times, the impedance increased and did not improve. Subsequently, a new rv lead of the same kind was implanted, and the procedure was completed successfully without issues. No adverse patient effects were reported.